Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(6) on behalf of the manufacturer arjohuntleigh (B)(4) manufacturer complaint number: (B)(4). Please note this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4). As of (B)(6) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjohuntleigh magog and any medwatch reports will be submitted under registration #(B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
While the patient was transferred from the bath to the floor lift, the patient and floor lift fell down. The patient sustained a contusion at the face, wound at the cheekbone and abdominal hematoma. The patient went to e.r. And was hospitalized, but no additional details were released about a possible treatment given.